Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the connector pin of the lead was found to be bent. The physician believed that the pin was bent from the beginning of the procedure. The lead was not used and a new lead was implanted successfully. The patient was in a stable condition.